Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulty was experienced during attempted placement of a pacing lead. The physician had screwed and unscrewed the lead multiple times. The lead was removed and replaced. On inspection the helix appeared to be bent out of shape. No patient complications have been reported as a result of this event.